Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound and capsular contracture baker grade ii. Device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell. The device was underweight. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp broken on anterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound and capsular contracture baker grade ii. Device has been replaced.